Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported there was a transmission problem with a dermatome detected by the surgery staff. A spare device was not available to complete the skin cutting process and the surgery was delayed a few days. Add'l clinical info and clarification was requested numerous times by integra.